Manufacturer narrative:
Final device investigation found that only the component that attaches to the proximal end of the sleeve was returned. The remainder of the sleeve and the obturator were not returned. Upon eval it was found that there was a crack on the stopcock. No pressure testing could be performed. The lot number was not provided so the device history record could not be reviewed.

Event description:
It was reported that during a lower anterior laparoscopic procedure two devices were leaking gas. The devices were replaced. There was no pt injury.